Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the black box showed evidence of loss of prime illustrated with several ¿cs162¿ loss of prime due to low non zero force warnings. Ez-prime steps were performed correctly with no ¿cs162¿ warnings or any other errors, alarms or warnings during the investigation.